Event description:
The report received from the (B)(4) study indicated that the patient had two precise stents successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure in overlapping fashion: a 9 x 30 and an 8 x 30. A 6 mm. Angioguard was used. The residual stenosis was 0%. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient was reported to have experienced an ischemic stroke characterized by behavioral change, aphasia, and right hemiparesis. The event was reported to be related to the study devices and procedure. The onset was sudden. The recovery was unknown. The patient was discharged nine days after the index procedure. The patient was asymptomatic for the procedure. The proximal lica target lesion was reported to be: a 90% stenosis, absent of thrombus, 30 mm. In length, 6 mm. Reference diameter, mildly calcified, and ulcerated. The lesion was pre-dilated.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(6) study indicated that the patient had two precise stents successfully implanted into a pre-dilated proximal left internal carotid artery in overlapping fashion with a residual stenosis of 0%. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient was reported to have experienced an ischemic stroke characterized by behavioral change, aphasia, and right hemiparesis. The event was reported to be related to the study devices and procedure. The onset was sudden and the recovery was unknown. The patient was discharged nine days after the index procedure. The patient was asymptomatic for the procedure. The proximal lica target lesion was reported to be: 90% stenosed, absent of thrombus, 30 mm. In length, 6 mm. Reference diameter, mildly calcified, and ulcerated. The patient's medical history includes: hyperlipidemia, CABG, smoking, coronary artery disease and hypertension with high risk criteria of age > (B)(6). (B)(4): the product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15659208 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2012-00620 and #9616099-2012-00622.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2012-00620 and #9616099-2012-00622.